Event description:
The customer reported that during the procedure, the device would no longer open. The device was manipulated from tissue with no bleeding and no tissue damage. There was no patient injury.

Manufacturer narrative:
(B)(4). Visual inspection of the incident device found that the ski guide pin was loose in the ski guide lever that attaches to the handle. The loose ski pin caused the ski guide lever to bend, keeping it from following the internal a-trak and making it difficult to unlatch the handle to open the jaws. Devices with similar ski pin issues were recalled on (B)(6) 2011. However, without a lot number, we are unable to confirm that this device was part of the recall.